Manufacturer narrative:
Block d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient's blood pressure dropped, and cardiac tamponade was suspected. Drainage was subsequently performed. An intellamap orion catheter was selected for mapping the left atrial, and mitral ablation was carried out. However, the patient's blood pressure suddenly dropped, and cardiac tamponade was suspected. Drainage was performed, and the procedure was completed. No further complications were reported. The device will not be returned for analysis, as it was disposed of by the facility.